Event description:
Customer's surestep meter would not power on. The issue was unresolved with troubleshooting. Customer did experience symptoms of high blood sugar. Pt did not receive any outside medical intervention. The meter has been replaced for the customer.